Event description:
This is report 1 of 3 for the same event. It was reported that during a maxillary osteotomy surgery, it was observed that the electric pen drive device, console device and reciprocating saw attachment device ¿stopped working mid cut¿ when in use together. There were no delays to the surgical procedure as there were identical spare devices available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.